Manufacturer narrative:
Premarket identification: similar to 190-000. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation pcr testing (platform: smart gene) was performed and generated a negative result. The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided.